Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer current blood glucose was 170 mg/dl. Customer was treated with food for low blood glucose. Customer reported auto mode was not on at time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer will continue to use the device. Frn-unk-rsvr, unomed inf set.